Event description:
It was reported that the patient had a low battery and the implantable neurostimulator (ins) was turning off. A longevity calculation was performed to estimate the ins battery life. Ins longevity said 53 months from the date of loss. The device was implanted for 6 years. The ins battery depletion was considered normal and the impedance readings would be considered normal based on the current active electrodes. There was no power on reset message. Patient outcome was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7495-51,serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7434-e, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# j0110874v, implanted: (B)(6) 2001. Product type: lead. (B)(4).